Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that after an ion transbronchial lung biopsy procedure, the patient experienced a pneumothorax that was identified post-procedurally via a chest x-ray. The patient required chest tube placement and was reportedly stable. The procedure was completed without complications or delays. The patient was considered very high risk and had a history of emphysema. It was reported that the physician believed the pneumothorax was more likely related to the ventilation parameters used during the procedure, rather than a malfunction or issue with the ion system. There was no allegation of a malfunction involving the ion system, instruments, or accessories. At this time, it was unknown whether the pneumothorax was related to the ion procedure. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.